Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, removal difficulties occurred. The 18x3.0mm promus stent delivery system (sds) was advanced on a filter wire and got stuck once it was inside the pt. The devices were locked together and had to be removed as a unit. No pt complications were reported and the pt's current condition is listed as "fine'.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unk and the mfg records for the complaint device could not be reviewed. If there is any further relevant info from that review, a supplemental medwatch will be filed.